Event description:
It was reported that a patient underwent a revision on (B)(6) 2013 because the device was too deep and could not be recharged. It was noted that the device was moved close to the skin. Two weeks later, it was reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the battery was too deep and made charging "nearly impossible." An x-ray was performed on (B)(6) 2013 and confirmed the implantable neurostimulator (ins) was too deep and the leads "looked good." The ins was revised on (B)(6) 2013 and was repositioned closer to the skin. The patient could then charge easily.

Manufacturer narrative:
(B)(4).